Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure, the part broke.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure, the part broke.

Manufacturer narrative:
The reason for this instrument failure was reported as part broke. The possible time in service for baseplate is 10 months and 10 days from manufactured date. This event occurred during inspection, away from the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The device was returned to manufacturer and evaluated by registered medical assistant (RMA) at djo surgical. A review of the instrument's device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no no non-conforming material reports (ncmr) associated with the production of this instrument. Complaint database review shows six prior complaints filed against the instrument item number that reports a similar failure. Those are 1- functional & 5 - broke/cracked/damaged. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the reported instrument was returned to djo and after further examination shows the tip of the djo empowr kneetm punch handle is broken off. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.